Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was able to verify the customer's reported issue after the battery was left to charge overnight. The stm confirmed that all connections and charging voltages were to factory specifications, and replaced both batteries to correct the issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check, the battery for the cardiosave intra-aortic balloon pump (iabp) was not charging. It was later reported that the battery in bay 2 was not charging. There was no patient involved and no adverse event was reported.